Event description:
Co received a report, from the physician's office, of a malfunctioning device due to "loss of fluid". However, upon investigation of the event, it was discovered that the device was made by another MFR. Note: determination of reportability and categorization of this event was made according to this MFR's policies and procedures and the info received in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurence or suggest a cause (ref. Sections b1,b2,h1).